Event description:
Attempted to deploy taxus express2 atom monorail 2.25 x 8mm stent in the distal rca; had difficulty advancing the stent past the proximal rca existing stent. Attempted to remove the undeployed stent, but when removed, noted that the undeployed stent was no longer mounted on the balloon.